Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that system was indicating low load, tube rotor problem, and unable to take side shots. During troubleshooting fse found that the control board pcp cu 3101 in the cooling unit on the side tube have failed. Review of the log file showed that x-ray generator error, clm flow switch defect. Due to this error only low load fluoroscopy is permitted. The most likely cause is the pcp cu 3101 control board in the cooling unit on the side tube. Fse replaced the cooling unit. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that a tube rotor problem occurred and lateral imaging was not possible. There was no report of harm.